Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat post menopausal bleeding on tamoxifen, genuine urinary stress incontinence, and cystocele and mesh was implanted. It was reported that at the time of implant, the patient underwent the procedures of cystoscopy, laparoscopic assisted vaginal hysterectomy with bso, mccall culdoplasty, and perineorrhaphy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.